Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09103. The parent received the scs system with two percutaneous leads (from different lots). It was reported the patient was unable to increase the amplitude of the stimulation past the point of perception. X-rays did not reveal any anomalies with the leads. A full parameter diagnostic indicated one of the two leads with invalid contacts. Reprogramming using a program with one stimulation set from the second lead is providing adequate coverage. The patient is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.